Event description:
The customer reported that the tube was not lasting for the intended one moth period. He is getting holes in the cuff and the tube failed due to a cuff leak. A non-routine replacement of the tube was required. The tube was discarded and the lot number is unknown.